Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. As a lot/batch was not provided, a device history could not be performed.

Event description:
It was reported that after an unknown procedure, there was an anastomotic leak discovered after the surgery on the first day of surgery. The leakage was discovered at the stapled line of the device. Surgeon had to manage the leakage endoscopically. The patient is now stable.